Event description:
Per the clinic, the patient was placed under general anesthesia and underwent a skin flap reduction surgery on (B)(6) 2024, due to poor magnet retention. The implanted device remains.